Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained of knee "giving out" surgeon said tibia had shifted more anterior and the insert was positioned too posterior causing excessive posterior wear to the implant. Implant replaced with a thicker insert. Doi: unknown; dor: (B)(6) 2018; unk operative side.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.